Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed recorded episodes of noise/artifact. An internal technical service consultant was contacted for their review of the data. Noise was visible on all three channels and intermittently oversensed on the right ventricular rate/sense channel resulting in asystole greater than two seconds. No adverse patient symptoms were reported. The patient with this system denied any procedures or use of power tools/electric appliances. After a brief discussion, it was determined this may be due to irregular use of a circulation booster. Ten episodes of noise were noted during the past month. Discontinuation using the circulation booster was recommended as the user manual advises against using with a pacemaker/implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
According to available information, this lead remains implanted and in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.